Event description:
Event occurred in taiwan. Damaged haptic after implantation. Leading; damaged haptic. Patient health not impacted. Product replaced with another lens immediately during surgery. Problem code: a0414 - material split, cut or torn. Update received on 24oct2024: iol was confirmed not implanted in patient.

Manufacturer narrative:
This follow-up report #1 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes corrected and additional information not available/included in the initial report. Corrected information: b5 - updated event description to state that iol was not implanted in patient. H3 - corrected to yes. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Appearance check result was consistent to reported information. We also found "damaged optic". The dye test result showed the injector tip was properly coated. The lens release test result showed that the re-installed iol could be released out of the returned cartridge/tip without any problems. Potential harm of this complaint category is defined as "negligible" or "minor", and the complaint rate doesn't reach its action/alert level. So, we completed this process with trend analysis and appearance check. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in taiwan. Damaged haptic after implantation. Leading; damaged haptic. Patient health not impacted. Product replaced with another lens immediately during surgery; lens was explanted. Problem code: a0414 - material split, cut or torn.

Manufacturer narrative:
This initial emdr is being submitted to FDA for an event that occurred outside of the USA. Haptic damage is indicated as a potential malfunction related to the iol, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.